Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) after receiving shock therapy. A device interrogation was performed and found the patient was intermittently going in and out of ventricular tachycardia (vt). The device appropriately delivered anti-tachycardia pacing (atp) and shock therapy. Subsequently, the device was reprogrammed. After the ER visit and further review of the stored ventricular episode, the physician believed that the current single coil therapy system for this patient may not be optimal and reached out to technical services (ts) for further troubleshooting and programming recommendations. Ts reviewed the stored episode in greater detail and recommended the health care professional (hcp) evaluate the programmed rate cutoffs as therapy detection wobbled between the two programmed lower vt zones affecting time to therapy. Device optimization was recommended. Subsequently, the physician opted to have the patient undergo additional intervention for a system therapy upgrade and add in a non-boston scientific azygos superior vena cava coil. The system was successfully upgraded. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) after receiving shock therapy. A device interrogation was performed and found the patient was intermittently going in and out of ventricular tachycardia (vt). The device appropriately delivered anti-tachycardia pacing (atp) and shock therapy. Subsequently, the device was reprogrammed. After the ER visit and further review of the stored ventricular episode, the physician believed that the current single coil therapy system for this patient may not be optimal and reached out to technical services (ts) for further troubleshooting and programming recommendations. Ts reviewed the stored episode in greater detail and recommended the health care professional (hcp) evaluate the programmed rate cutoffs as therapy detection wobbled between the two programmed lower vt zones affecting time to therapy. Device optimization was recommended. Subsequently, the physician opted to have the patient undergo additional intervention for a system therapy upgrade and add in a non-boston scientific azygos superior vena cava coil. The system was successfully upgraded. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported therapy delivery and effectiveness.